Manufacturer narrative:
(B)(4). This is report 2 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2013, the patient experienced peritonitis. The patient was not hospitalized for peritonitis. The cause of peritonitis was unknown. The patient received vancomycin 2g ip initially for one day. The nurse stated the patient will be receiving fluconazole 200mg orally starting (B)(6) 2013. The patient had not been retrained. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted for the potentially associated lot numbers gd893172 and gd893313. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.